Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On the evening of (B)(6) 2025, the patient stated he was getting food with his wife when his blood sugar dropped from 270 mg/dl to 24 mg/dl. He stated that the cgm did not alert. The patient "blacked out" and woke up in an ambulance. The patient was involved in a car accident when they "blacked out". When paramedics checked his blood glucose it was 24 mg/dl. Although the patient reported a reading going from 270 mg/dl to 24 mg/dl, the 24 mg/dl was from the paramedics, it is unknown where the 270 mg/dl value was from a bg finger stick or the cgm data. The patient was treated with IV therapy and was taken to the hospital. At the hospital, the patient was provided crackers and juice. Before being discharged, the patient was assessed by a doctor and it was noted that the patient's right ankle was tender. When troubleshooting with dexcom technical support, it was found that the patient's alert settings were set to vibrate only and the alert setting was changed to have alerts sound. At the time of the report, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.